Event description:
It was reported that a bag had become disconnected from the line of the automated peritoneal dialysis set with cassette during therapy. The patient started over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.